Event description:
Customer called to report the pump did not have an audible tone. It was stated when the customer was testing, the audible tone could not be heard after the delivering bolus, or during prime, or when the device was placed in suspend mode. It was recommended that the customer disconnect from the pump and follow a back up plan.